Event description:
The customer reported that during use they could not change between coag and cut modes. Another device was used. Upon return to the MFR for evaluation, our testing found the pencil self activated.

Manufacturer narrative:
(B) (4). Evaluation of the pencil found this was an assembly issue. A mfg change was written and released to instruct the operators on the method for rapid identification of self activation defects, and the corrective actions to take if this defect occurs. This device was manufactured prior to this corrective action.